Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # unk. Correction d1. Brand name, d4. Catalog , d4. Primary UDI number. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. D4: batch # y70149. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with no damage to the external components. Upon visual inspection, a clip was noted to be jammed in the clip track. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the clip was confirmed to be jammed. Seventeen(17) clips were found inside clip track. No conclusion could be reached as to what may have caused the clip jammed. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip did not discharge after multiple attempts to fire it. Eventually it tore through a vessel off the pectoral major muscle. Suture was used to control the bleeding. The procedure was delayed by ten minutes. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.